Manufacturer narrative:
Correction a2: date of birth removed. The date of birth is not known.

Manufacturer narrative:
Upon follow up response, it was verified that that this device was an ams 700 (a non-coloplast product). There is no reported complaint on a coloplast device at this time.

Event description:
Upon follow up response, it was verified that that this device was an ams 700 (a non-coloplast product). There is no reported complaint on a coloplast device at this time.

Event description:
According to the available information, the patient had so much scar tissue, calculation [calcification] and infection that he had to have the device explanted and replaced with a malleable due to the calcified implant components and the device was encapsulated with dense fibrotic tissue. Purulent fluid drained from device when the tubing was cut.

Manufacturer narrative:
B3, d6b: dates not known and unable to estimate as year not known. As no item or lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.